Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a corroded video connector socket. However, the specific cause of the corroded video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the hd autoclavable camera head displays blurry image intermittently and the focus is getting out. During a standard service inspection of the customer returned device, the coupler was found rusted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, rusty coupler, water leakage from the focus/zoom switches, cable cut, and intermittent lines/noise in the image were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.